Event description:
Customer states that he received a result of 4.2 inr on the coaguchek s system and 3.1 inr on a professional coagulation device within 4 hours. Coumadin remained unchanged based on result of 3.1 inr. No adverse event reported. Requested return of suspect system for evaluation.